Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument misfired. The surgeon applied another device to complete the procedure. The hosp hosp has reported no pt injury occurred.